Manufacturer narrative:
During investigation of the device it was determined that the hydraulic hoses for the brake system were installed in a wrong order. This caused the brake system to not work correctly and following two brakes to release. Prior the described event occurred the hydraulic unit of the device was exchanged by a service technician. The wrong installation of the hoses was done at this service event. The service manual includes a section for the correct installation of the hoses and the exchange of the hydraulic system is also a part of the service training for this device. After the correction of the hydraulic hoses the device was working as intended. The root cause was traced to a human failure - not following the repair instructions. As no similar events are known and based on the above findings no further actions are required.

Event description:
The customer reported the operating table was on the brakes when starting the surgical procedure. After ten minutes two brakes released and the device was rocking. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device was checked and a possible installation failure of the hydraulic brake system identified. The hydraulic brake system was corrected and the device checked for functionality. Further investigation should review the installation process and confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
The customer reported the operating table was on the brakes when starting the surgical procedure. After ten minutes two brakes released and the device was rocking. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).